Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose level. Multiple attempts were made by tandem's technical service team to obtain more information, but none was obtained.